Manufacturer narrative:
Reporting exemption number (B)(4). Registration number: (B)(4). (B)(4) is submitting on behalf of q-med ab (manufacturer) . Arisg case number: (B)(4). Importer's report number: 1000118068-2017-00072. CAPA: the events are expected. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported and trending on batch cannot be performed. Pharmacovigilance comment: the serious event of ischemia at implant site and non-serious events of implant site discoloration, swelling, bruising and erythema were considered expected and possibly related to the treatment. Potential etiologies includes vascular compression from the filler or injection of the filler into the vasculature. The corrective treatment with hyaluronidase might have contributed to the events of swelling, bruising and erythema. This case meets the criteria for expedited reporting to regulatory authorities due to intervention to prevent a potential permanent impairment. Additional comments: device not available to manufacturer.

Event description:
Case reference number (B)(4) is a spontaneous report sent by a physician which refers to a female (B)(6) years. The patient's medical history, concomitant treatments and allergies were not reported. Previous filler history was not reported. On (B)(6) 2017, the patient received treatment with 0.4 ml restylane refyne (lot unknown) to glabella (0.2 ml on the right, 0.1 ml in the middle, and 0.1 ml on the left) with 27 g needle needle and microcannula technique. She aspirated with no blood return. Immediately after the three injections, on (B)(6) 2017, the patient experienced dusky discoloration(implant site discolouration) and arterial occlusion(implant site ischaemia) at glabella, nose, tear trough areas. 2 days later, on (B)(6) 2017, the patient was swollen(implant site swelling) at glabella, nose and bruised (implant site bruising) at tear trough. On (B)(6) 2017, the patient experienced severe redness (implant site erythema) at unknown location. Treatment for the adverse event included hyaluronidase [hyaluronidase] 450 units on (B)(6) 2017, an aspirin [acetylsalicylic acid] and solumedrol [methylprednisolone sodium succinate] injection on (B)(6) 2017. The patient was given valtrex [valaciclovir hydrochloride] and a medrol dose pack to take at home. The patient would likely need wound care in the future. Outcome at the time of the report: dusky discoloration/arterial occlusion was recovered/resolved. Swollen, bruised and redness were not recovered/not resolved.